Manufacturer narrative:
Sections b5, d4, h4: additional information. Investigation conclusion: the reported obstruction of the outflow graft could not be confirmed through this evaluation. Additionally, the report of low flows was confirmed through the evaluation of the submitted log files. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. It was reported that the patient had pannus-like material outside of the graft. The gore-tex around the patient¿s outflow graft was incised and the compressing debris was evacuated. The gore-tex graft was freed entirely and removed from the outflow. After this procedure, the flows were restored and the patient¿s blood pressure improved. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a 5cm right minithoracotomy incision was made through the 3rd intercostal space. The surgeon then incised the mediastinal fat and pericardium to identify the outflow graft. The gore-tex tube graft that had been placed around the outflow was incised. This released some semi-solid and cheesy material which was under tension. Surgeons then incised the gore-tex towards the aorta and evacuated all the compressing debris. The gore-tex graft was freed in its entirety and removed from the outflow. Following this, flows were restored and blood pressure improved.

Manufacturer narrative:
The patient¿s implanting center is (B)(6) medical center. (B)(6) medical center reported the event to the manufacturer. The patient was to be transferred to another facility, (B)(6). Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for shortness of breath and general malaise. Lvad flows and pi were low, the patient presented hypertensive, thrombus was present in the outflow graft. Echocardiogram and right heart catheterization found elevated intracardiac/pa pressures. The patient¿s aortic valve was opening every beat, prompting CT angiogram to evaluate the outflow. The patient¿s lactate dehydrogenase (ldh) was 334 u/l. The patient reportedly had worsening renal function as well. The patient was to be transferred to another facility, (B)(6), the morning of (B)(6) 2019.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.